Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6) g2 foreign: (B)(6) functional testing of the returned product found the device would not power on with the original battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery there was no spray with high mode. Low mode worked fine. Battery leakage was found during investigation. There was a patient involved but no injury or delay reported. Due diligence information complete.